Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Relevant retention test strips (lot 294944) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer was 3 days into a 10 day course of flagyl antibiotics at the time of differences. The customer's therapeutic range is 3.0 - 4.0 inr. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results with a coaguchek xs meter with an unspecified serial number. The initial test on the meter was 3.7 inr. The 2nd result was 4.9 inr. The results were "a couple hours apart." There was no allegation that an adverse event occurred.